Event description:
It was reported that a diagnostic anomaly was noted on the device regarding the inability to update the diagnostic trends. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.